Manufacturer narrative:
Follow-up #1: date of submission 09/06/2016. Device evaluation: the meter has been returned and evaluated by product analysis on 08/12/2016 with the following findings: upon meter power up, an error 1 sub-code 5 messages was displayed. Investigators were unable to pair the meter and the pump. Additionally, the investigation was unable to be completed due to inability to clear the error 1 sub-code 5 message. (B)(4).

Manufacturer narrative:
The meter remote has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a meter error 1 with a sub-code 05 that was unable to be cleared. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.